Event description:
Reporter alleged higher blood glucose readings of 198, 195, 249, & 213 mg/dl and customer went to the doctor as a reasul. It was reported customer's meter measured 193 mg/dl while the doctor's result was 91 mg/dl. No treatment was reportedly received. A request was made for the return of the suspect product and replacement product was sent.